Event description:
The customer reported an issue where they did not see drops of insulin at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to remove air from the cartridge and confirmed using room temperature insulin without reusing or overfilling cartridges. However, a cartridge change error persisted, preventing the customer from resuming insulin. Technical support confirmed the correct procedures and storage conditions but could not resolve the issue. As a result, a new pump and replacement supplies were sent to the customer, who will use an alternate insulin delivery method in the meantime.